Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The component was microscopically inspected, leak and functionally tested. It was noted that the tubing was cut down to the pump block; therefore, it was not returned for analysis. The pump passed leakage and functional testing. Based on the information available and analysis results, the reported clinical observations could not be confirmed.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the connecting tube of the reservoir was identified. The pump was removed and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the connecting tube of the reservoir was identified. The pump was removed and replaced. There were no patient complications reported.